Manufacturer narrative:
The device was returned for evaluation. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical and mechanical stress testing found no anomalies. Longevity testing found the device was in normal range.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient was stable.